Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the catheter tip shredded during insertion. The following information was provided by the initial reporter: informed today by the account a nurse had a issue with our insyte autoguard bc catheter. They stated the catheter tip shredded on the tip during insertion.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of an insyte autoguard device with the needle piercing through the catheter with traces of blood seen throughout the catheter tubing. Your reported issue was confirmed as the needle is piercing through the catheter. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. As the device has been used it is very unlikely that the defect originated during manufacturing since the user would have received the needle pierced through the catheter wall in a y shape. If an attempt was made to insert the catheter with y shape, the needle would not advance into the patient¿s skin past the spear causing excessive discomfort. Based on the evidence gathered, the device was most likely pierced when performing venipuncture. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, the catheter tip shredded during insertion. The following information was provided by the initial reporter: informed today by the account a nurse had a issue with our insyte autoguard bc catheter. They stated the catheter tip shredded on the tip during insertion.